Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless atrioventricular synchronous pacing in eisenmenger syndrome. Heart rhythm case reports. 2021;7:538¿5. Doi.org/10.1016/j.hrcr.2021.04.016 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless atrioventricular synchronous pacing in eisenmenger syndrome. The article reports that during the implantation of a leadless implantable pulse generator (ipg), sheath manipulation induced ventricular ectopy which resulted in the loss of an escape rhythm, and required a periprocedural temporary pacemaker. It was also noted that the leadless ipg exhibited atrial undersensing. The device was reprogrammed. The status/disposition of the introducer and device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.